Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg has a cut on the septum side of the header. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with her scs system consisting of an ipg and two percutaneous leads on (B) (6) 2008. It was reported by the patient that she has been experiencing intermittent overstimulation. The patient did not report any falls, but she did report that the problem began at a restaurant when the seating-pager went off. The patient reported that after that initial overstimulation, she has felt burning in her spine no matter what program is used. An xray was taken which verified the system connections were intact and the leads had not migrated. The patient's ipg was explanted and replaced on (B) (6) 2009 and returned to the manufacturer for evaluation on (B) (6) 2009. No further information is available.